Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the tubing was confirmed based on the evidence found on the returned images, but the exact cause was unknown. T wo photographs were returned for investigation. The photos showed a dual lumen hickman type catheter. Image #1 showed the catheter in the patient. The bifurcation was held by gloved fingers. One of the extension legs was being flexed away from the proximal end of the bifurcation. What appeared to be a hole in the extension leg was observed near the proximal end of the bifurcation. Blood residue was observed on the bifurcation. Image #2 showed the extension leg at the distal end of the white crimp collar and luer adaptor. What appeared to be a hole in the extension leg was observed near the distal end of the crimp collar. A non-bas injection cap was observed on the luer adaptor. It is possible that the layers of tubing near the crimp collar wore against the luer adaptor stem. Clamping the catheter near the crimp collar or repeatedly flexing or kinking the catheter in the area can stress the catheter as it is stretched over the luer adaptor barb, eventually leading to catheter failure. The catheter should never be clamped over the reinforced segment directly adjacent to the connector. Stretching and manipulating the catheter can also cause the extension leg to tear near the bifurcation. Proper dressing and handling of the catheter may help prevent this type of damage. The damage appears to be associated with use of the device; however, since the physical sample was not returned for investigation, the exact cause could not be determined. A lot history review (lhr) of huap1479 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a tear or a hole that was noted in the cv lumen of the catheter. No other information was provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huap1479 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a tear or a hole that was noted in the cv lumen of the catheter. No other information was provided.